Event description:
Broken pedicle screws x 2. Secondary to pseudoarthrosis. The screw fractured during use and were retrieved without incident on 7/24/97. The cause of the broken screws is unknown. The purpose of the surgery was to remove the hardware. The physicians reviewed the incident and determined submission to FDA office would be appropriate at this time. The device has been made available to the MFR for engineering review and follow-up. The hosp is unable to ascertain any add'l info on this product.